Event description:
Arterial inflation with calcified aortic bifurcation and the balloon was carefully inflated and was not taken to nominal inflation and the balloon still burst. Balloon rupture which is to be expected in calcified anatomy, but the balloon ruptured circumferentially. The physician used a snare and the device was able to be fully retrieved. There was no harm to the pt. This only added one hour to the procedure time. Post op the pt was doing fine.

Manufacturer narrative:
(B)(4). The product will not be returned for investigation. A review of complaint history, instructions for use, quality control , specifications, and trends was conducted during the investigation. Balloon burst, compliance, and fatigue verification testing performed. The device has a rated burst pressure of 12 atm which is documented in the label. Quality control conducts a 100% check inside diameter of balloon for excessive foreign matter, and 100% verification of the catheter surface that it is a smooth, clean, and free of damage. There is no evidence to suggest that the product was not manufactured to specifications. The product is shipped with instructions for use (IFU) which state the appropriate warnings and precautions and proper usage procedures. The IFU state, "the balloon is manufactured from an extra thin wall, high strength, minimally complaint material. Particular care should be taken in handling the balloon to prevent damage." The IFU also states, "do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked "distal." Rupture may occur." The customer stated that the balloon burst prior to reaching nominal pressure. The balloon has been designed to burst linearly. Circumferential balloon bursts are seen typically when there is calcification present in the vessel. The calcified anatomy stated in the description of event is likely the cause of the balloon rupture. Balloon fragments were successfully removed from the pt via a snare. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. Per quality engineering risk assessment concluded that there is insufficient risk to warrant risk reduction activities.